Event description:
A report was received that the patient was getting jolting sensation when the device was turned on. The physician recommended ipg replacement. Database analysis result revealed no anomalies. However, the review of the battery discharge log showed that the patient has not charged the ipg since august and has not used stimulation since then.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Additional information was received that the patient underwent a procedure wherein the leads and the ipg were replaced per physician's preference. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was getting jolting sensation when the device was turned on. The physician recommended ipg replacement. Database analysis result revealed no anomalies. However, the review of the battery discharge log showed that the patient has not charged the ipg since august and has not used stimulation since then.